Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The clinical affairs dept reported that a pt in a study has undergone a revision of their femoral component. It is further reported that the pt presented with pain in the left hip, and x-rays indicated loosening of the femoral component. It is further reported that the pt notes indicated that the pt has had several falls. It is further reported that additional info has been requested.